Event description:
It is reported that during the insertion of the device the nurse noted that a hole was present in the balloon.

Manufacturer narrative:
The nurse immediately removed the device from the patient and inserted another device. No negative consequences to the patient were reported. Based on the available information, this event is deemed to be a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to FDA on (B)(4) 2014. (B)(4).